Event description:
Current patient admitted at 12:30pm, an alarm occurred, no name on strip. When manual printing out strip, existing admitted patient name on strip but with previous date on strip. Contacted manufacturer to report problem.